Manufacturer narrative:
Additional narrative: (B)(6). The date of manufacture was unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the bearings had seized, jammed and was heavy moving. It was further reported that the device bearings block "no force.¿ therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a cleaning/maintenance issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the reamer head device bearings seized, were jammed and heavy moving. It was further reported that the attachment and bearings were blocked and the device had no force. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.